Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be a loose rear connector harness. Appropriate action was taken to correct the reported problem by reconnecting the rear inverter harness. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:844:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.